Manufacturer narrative:
The following fields have been updated with corrections: e.1. Initial reporter address 1: (B)(6). E.1. Initial reporter city: comming. E.1. Initial reporter state: (B)(6). E.1. Initial reporter zip: (B)(6). E.1. Initial reporter country: united states.

Event description:
It was reported that bd ultra fine¿ pen needle was unable to administer correct dosage of insulin. This occurred on 4 occasions. The following information was provided by the initial reporter: material no:320122, batch no: 9232983. It was reported that consumer could not administer correct dosage of insulin.

Event description:
It was reported that bd ultra fine¿ pen needle was unable to administer correct dosage of insulin. This occurred on 4 occasions. The following information was provided by the initial reporter: material no:320122 batch no: 9232983 . It was reported that consumer could not administer correct dosage of insulin.

Manufacturer narrative:
The following fields have been updated with additional information: d.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 2021-02-09. H.3. Device returned to manufacturer: yes. H.3. Device eval by manufacturer: yes. Investigation summary: customer returned (1) used 32gx4mm bd pen needle without a tear drop label or inner shield attached. Consumer reported that they could not administer the correct dosage of insulin. The returned pen needle was examined, and it was observed that the non-patient end (npe) cannula was bent. No evidence of manufacturing defect was observed. The bent npe cannula would be the cause for improper flow through the pen needle, hence, the customer would think they were not administering the correct amount of medicine (as reported). Since the sample was returned after use, and no manufacturing defects were observed, the probable cause of the bent npe cannula is user error when attaching the pen needle to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (npe cannula bent). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. (B)(6) has been used as a default. (B)(4). Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 2nd related complaint for difficult/unable to operate on lot # 9232983. A review of risk management document (B)(4), indicates that the potential risk of this specific reported incident (pen needle: difficult/unable to operate) was captured and addressed appropriately. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd ultra fine¿ pen needle was unable to administer correct dosage of insulin. This occurred on 4 occasions. The following information was provided by the initial reporter: material no:320122, batch no: 9232983. It was reported that consumer could not administer correct dosage of insulin.